Manufacturer narrative:
Facility staff identified a male pin had broken from the therapy cable used with the device. The facility replaced the discrepant therapy cable.

Event description:
Reportedly, the device prompted that the therapy cable was not attached and administration of pacing therapy could not be provided as a result. Patient care was transferred to another device. The reporter stated there were no adverse affects to the patient resulting from the event.